Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. A rounded setscrew was noted, and there was foreign material in the setscrew.

Event description:
It was reported that during implant attempt, the doctor was unable to engage the v-lead setscrew with the wrench. The device was not implanted. No patient complications have been reported as a result of this event.